Event description:
Per the clinic, the patient experienced infected scab and inflammation over the abutment (specific date not reported). Subsequently, the patient was placed under general anesthesia on (B)(6) 2022, in order to perform a skin revision and remove the abutment. The patient was replaced with a new abutment during the same surgery. The patient was treated with topical antibiotic (specific date and duration not reported).